Event description:
During clinic follow up, noise resulting in oversensing was observed on the right ventricle (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention was performed at this time. The patient was in stable condition.